Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported their aligner step 5 does not fit; the aligner keeps lifting up. The patient tried to force it down with their chewies, and it cracked their tooth. The patient provided a letter of recommendation to continue treatment after chipped tooth. The aligners are fitting within normal limits.